Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test due to display anomaly. The j6 connector was found to be broken off of the pcb 1 board during visual inspection.

Event description:
The customer reported via phone call that insulin pump had screen cracked. The customer's blood glucose was 109 mg/dl at the time of incident. Customer states the pump has cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.